Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One x-ray image was provided and reviewed. The image shows a long balloon in the left superficial femoral artery. There is a tight stricture in the middle of the balloon with contrast before and after the stricture. The balloon is mostly correctly inflated. One photo was provided and reviewed. The photo shows the lutonix 018 balloon. Blood residues were seen throughout the balloon. Y-body was not visible in the provided photo. No other anomalies were noted. Therefore, the investigation is confirmed for the reported balloon twist upon inflation as the middle of the balloon has a stricture. A definitive root cause for the reported balloon twist upon inflation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a percutaneous transluminal angioplasty (pta) procedure using the lutonix 018 drug coated balloon catheter. During the procedure, the balloon catheter was allegedly twisted during inflation. There was no reported patient injury.